Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient's right ventricular (rv) lead presented with low defibrillation impedance. No changes or interventions were reported. The patient condition was not known.